Event description:
It was reported that numerous episodes with short v-v intervals were noted on the medtronic device. Lead defect was suspected. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.